Event description:
It was reported that the customer's insulin pump was vibrating randomly without an alarm and bolus delivery was not occurring. Customer stated she knew it would not go through but would not check the bolus history and refused to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.